Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A healthcare professional (hcp) reported a possible stroke, transient ischemic attack (tia). The patient is implanted for movement disorders and essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the cause of the stroke was unknown but could be tia or seizure. An MRI, cus, and eeg were order but the patient had multiple cancellations.